Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient stating both of their battery were not charging and also having back problem that was getting worse. Furthermore they report report their neurosurgeon wants them to be sure it's not just only battery or leads causing problem. Lasty patient reports their issue have been resolved, and both battery and leads were removed 5/5/2023

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. MRI tech reports, patient (pt) has not used the scs since 2017. Pt said, that after they had gall bladder surgery ,they had "gargling in stomach" so they stopped using the scs system. On (B)(6) 2023, information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reports, their device has not been charged or used for 3 years because pt turned off. Pt stated, after gallbladder surgery and every time would increase, would make them sick as would jiggle in the stomach. Pt stated, back issues running down leg and doesn't want device working again. Pt stated, they want to do this MRI for this. The patient was redirected to their healthcare provider to further address the issue. Pt stated, they need an MRI. However, ins not been charged in 3 years. Pt stated, they were told their card should show head or full body. On (B)(6) 2023 MRI tech called back and reported, that they were told by hcp's office that if the device was off or dead they could proceed with scanning any body part. MRI tech reports, that hcp did not fill out MRI eligibility form. Technical services (tss) reviewed MRI eligibility form and MRI tech reported, they will call hcp's office back to have form completed to confirm full-body eligibility before doing lumbar MRI. On 2023-(B)(6), additional information was received from a manufacturer representative (rep). The rep reported, that the pt is scheduled to have an MRI, but the ins is depleted and the MRI facility is requesting to have the hcp fill out an MRI eligibility form. Pt was not present during the call, so further information was not available.